Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4558m53, lead, implanted: (B)(6) 1996; 5826, ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had chest pains and concerns of perforation. The right atrial (ra) lead exhibited oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.